Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: the device was received and evaluated in juarez laboratory. Visual inspection of the device revealed that vapr tripolar 90 suction elect was in a used condition and was not returned in its packaging. The suction tubbing was cut out. The tubbing was not returned for evaluation. The shaft, handle, cable and plug did not show any signs of damage. A functional test was performed by connecting the device to a test generator, as a result, it was found that an output short error code was displayed when activating the ablation function with the hand controls. The electrode will be sent to the manufacturer for further evaluation. A visual inspection of the device was performed by the manufacturer: as a result, the device was not received on the original packaging, the tip was in a used condition, the suction tube was cut from the electrode. The device passed both the electrical testing and functional testing. The rubber switch boot and handle halves were removed to allow inspection of the switches. There was no obvious damage to the switches. The potting over the connector block had also lifted from the pcb surface, and there were small areas of discolored substances on the connectors. The customer stated that "the button remains stuck and stayed on continuously". The device passed the electrical and functional tests. No issues with buttons being stuck on or running continuously were recorded, so the complaint couldn't be substantiated. A device history review was performed for the lot and no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. The physical complaint device has been returned to atl UK for investigation. From investigation were unable to reproduce the customer reported defect that "the vapr button remains stuck, and the vapr runs continuously. No patient consequences reported. " testing shows that returned device was immediately recognized and found to pass electrical testing and functional testing. Activation was found to be consistent with all buttons functioning as expected on complaint device. With the switch boot removed for the device, visual observations did not note any obvious damage to the switch pcb. It was observed the conformal coating on the switch pcb was inconsistent over the connector board and had lifted from the pcb surface and there were also small areas of discolored substances on the connectors, however this did not appear to affect the performance of the electrode buttons. Inconsistencies in the conformal coating which should cover all conducting surfaces on the rear of the connector board are currently being investigated under CAPA. The customer reported defect of the device remains stuck and running continuously could not be confirmed on the returned device, complaint device performed as expected. The overall complaint was unconfirmed as the observed condition of the vapr tripolar 90 suction elect would not contribute to the complained device issue. Based on the investigation findings, the potential cause cannot be established. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H4: the device manufacture date was reported as unknown on the initial report. Please note that the date of manufacture has been updated accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: h4: the device manufacture date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported by the sales rep in luxembourg that during an unspecified surgical procedure on (B)(6) 2024, it was observed that the vapr tripolar 90 suction electrode device x2 ran continuously and the button remained stuck. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided. Report 1 of 2 for the event.